Event description:
Reporter alleged the test strip vial did not contain a lot number or a use by date on it. It was stated there is a section where the info should be located but it is blank. No actions or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.